Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that during a CABG procedure the pace/sense portion of this rv lead was capped. No physical damage was noted under fluoro and impedance was within normal range, but sensing was low and thresholds were high (over 5). Lead was partially capped and a new pacing rv lead was placed. No adverse patient events were reported. Should additional information become available, this file will be updated.